Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. The full lead was returned and analyzed. All conductors had blood/body fluid (not obstructed); outer insulation breached cut, cosmetic environmental stress cracking and cosmetic depression. Apparent explant damage.

Event description:
It was reported that the left ventricular lead showed a rise in capture thresholds and had no capture. Dislodgement was confirmed. The lead was removed. At implant, the new left ventricular (lv) lead had poor thresholds and limited placement options so it was not used. Placement of another lv lead was aborted. No patient complications have been reported as a result of this event.